Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors instrument has been returned and evaluated by the failure analysis (fa) team. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument kept moving in the opposite direction than intended. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reported issue occurred while the surgeon was attempting to manipulate the instruments from the surgeon side console (ssc). The customer used a backup instrument to resolve the reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.